Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's reason for calling was because they weren't seeing symptom control; they didn't know when this started. They also noted that the ins shuts itself off after five minutes from making an adjustment. The patient explained that they think the ins shuts itself off because they don't feel stimulation. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 1.9v. It was reviewed that the manufacturing company would not expect the ins to turn off by itself unless the patient was using the application. The patient has the ability to change programs and/or adjust stimulation so it was increased to 2.2v where they felt stimulation comfortably. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. Therapy expectations (50% reduction in symptoms) was also reviewed. It was lastly reviewed to follow up with the hcp if the problem does not resolve; the patient noted they will monitor their symptoms. No further patient complications have been reported as a result of this event.